Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -9.00/+1.5/109 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens, on (B)(6) 2020 and the problem was resolved. Cause of the event was unknown.